Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported that she had been hospitalized about 4-5 months ago after passing out in her sleep. It was mentioned that during the event the bg reading was under 40 mg/dl and found out later that her sensor failed overnight thus when she lost consciousness. When her sensor fails, her pump changes to manual mode. The insulin pump provides insulin to the patient whether her blood glucose was low, high, or in between. The patient reported that she experienced hypoglycemia and the pump could not recognize that her sensor's failed. The patient was taken to the emergency room (ER). The staff stated the patient was "code blue" and contacted with the patient´s mother who found the patient unconscious and her 3-month-old granddaughter on the floor. There was no documentation about the treatment provided nor the medical intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.